Event description:
Pt informed the pharmacy that her cadd legacy pump for veletri serial number (B)(4) would not stop alarming when she removed the cassette. The alarm would still go off when she turned off the pump. The only way to stop the alarm was to attach the cassette back on. She was sent a replacement pump and there was no lapse in therapy due to malfunction, and she was not using the pump when it malfunctioned. No other info is known. Reported to cvs/caremark by pt/caregiver. Diagnosis or reason for use: i27.0.